Event description:
Pt presented as "code 90", cardiopulmonary resuscitation in progress. Attempted to pace pt into viable rhythm and were unable to do so, secondary to possible equipment malfunction. Device removed from svc and checked. Biomed reported no malfunction was identified. Possible operator error. Recommended equipment training.